Manufacturer narrative:
The user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 500-600 mg/dl range with large ketones. The customer's healthcare provider indicated that the ketone level was possibly dangerous. A correction bolus and insulin injections were used to address the high bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the infusion set site. The customer indicated that humalog had been used in the cartridge for 3 days.